Manufacturer narrative:
Device 1 of 1. Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
Product end user reports difficulty with insertion of catheter. The end user states he has been catheterizing for 14 years. He reports he began to develop fevers as high as 102.5 and felt achy and had blood clots and tissue coming from his catheters. He states he went to md who obtained urinalysis with culture and sensitivity, he began taking a prescription of sulfa that was ordered for another issue. The results came back and he was diagnosed with uti with e. Coli and macrobid oral course was ordered. No photograph depicting the reported complaint issue was received.

Event description:
Product end user reports difficulty with insertion of catheter. The end user states he has been catheterizing for 14 years. He reports he began to develop fevers as high as 102.5 and felt achy and had blood clots and tissue coming from his catheters. He states he went to md who obtained urinalysis with culture and sensitivity, he began taking a prescription of sulfa that was ordered for another issue. The results came back and he was diagnosed with uti with e. Coli and macrobid oral course was ordered. No photograph depicting the reported complaint issue was received.

Manufacturer narrative:
Device 1 of 1. Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).